Event description:
Procedure: CABG. According to the reporter: "the device clip scissored cut the vein". There was no further consequence to the pt.

Manufacturer narrative:
Date of initial report: 8/20/2009.